Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose was 520 mg/dl at the time of the incident. Customer declined high blood glucose troubleshoot. Customer had pump and they were trying to set up time and adjust. Customer stated that it won¿t let change am and pm. Customer did not know if on 12 or 24. Advised customer that high blood glucose were due to inaccurate am or pm. Offered further trouble shoot for high, but customer declined once again. Advised customer that time could have resolved issue, but if blood glucose continue to rise advised customer to call back for further assistance. The product will not be returned for analysis.